Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device gave a false positive detection.

Manufacturer narrative:
Date of initial report: 2017-04-27, date of follow-up report: 2017-07-19. The device was returned for evaluation. The investigation could not confirm the customers report that the device gave a false positive detection. The investigation found the device had a software issue. When the unit was stared up, a blue screen appeared rather than the normal start up screen. The software was reloaded to correct the condition. The unit was then rebooted and stared up as normal. A functional test was performed with passing results. The investigation could not determine the root cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device gave a false positive detection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.